Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device was received in a no output and no telemetry condition. The low battery voltage was the result of high leakage current internal to an ic (integrated circuit).

Event description:
Asku